Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the ap or dr board due to deterioration associated with the age of the device and long-term use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A full inspection was performed on the unit and the unit failed inspection due to no image with olympus series 180 scopes due to a faulty ap and dr patient board set.

Event description:
A user facility reported to olympus that the olympus cv-190 would not produce an image when used with olympus series 180 scopes. The problem, as reported to olympus, was found on preparation for use. The cv-190 was used with several maj-1430 videoscope cables and 180 series scopes. There was no patient injury or harm, associated with the problem, reported to olympus.